Event description:
The facility reported an infusion pump with a failure code 703 which was discovered during biomed testing. The facility rep stated that no injury was involved and no incident reports have been filed since the last baxter service event.